Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected. This occurred during setup of peritoneal dialysis therapy. It was described as "the screw tip connected to the drainage bag detached". There was no report of patient injury or medical intervention associated with this event. No additional information is available.